Event description:
It was reported that while the subject device was being loaded into the microcatheter hub, it "snapped off of the pusher wire" and remained in the rotating hemostasis valve (rhv) of the microcatheter. There was no patient involvement.

Manufacturer narrative:
The device is not available to the manufacturer.